Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was primed and exercised with no alarms duplicated.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.